Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not boot up. Review of the system log file confirms the malfunction of flexvision pc. During troubleshooting, the analysis confirmed the unit lockup during boot up and identified failure in ram memory s61 components. The fse replaced the flexvision pc and reloaded the software and performed functional test. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device returned to expected functionality.